Event description:
It was reported that the right ventricular lead exhibited post-paced t wave oversensing. Programming changes were made to address the anomaly. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).